Event description:
Malpositioned intraocular lenses (lens dislocation). Uveitis [uveitis nos]. Glaucoma [glaucoma nos]. Hyphema [hyphaema]. Cases description: spontaneous literature, local ref.n. 02-00468, argus n. 2002111385us. A literature paper (am.j. Ophthalmol; 133(6); 839-41; 2002) reported a case regarding a pt who underwent a lens implantation for cataract extraction on unk date. One month after the surgical intervention, the pt developed uveitis-glaucoma-hyphema syndrome of the left eye. Uveitis-glaucoma-hyphema syndrome can lead to loss of vision from glaucomatous optic neuropathy, chronic inflammation, cystoid mascular edema, and intraocular hemorrhage. Surgical intervention is often required to restore normal intraocular anatomy, replace poorly positioned intraocular lenses, or control glaucoma. An ultrasound biomicroscopy, revealed a lens malposition, in which the haptics were located in the ciliary sulcus and were in contact with the iris pigment epithelium. The outcome is unk.